Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link detachment at the posterior cuff. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the sheath sizes were 7 and 9f. It should be noted that the proglide instructions for use (IFU), indications section states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Additionally the IFU states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the vessel. In this case, it is unknown if the absence of femoral angiogram contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral vein was attempted using two proglide devices with a 7f and 9f sheath after an afib ablation interventional procedure. A femoral angiogram was not performed. Reportedly, no suture was present when the plunger of both proglide devices was removed. Hemostasis was achieved via manual arterial compression and a figure of 8 suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.